Event description:
The reported device would not power on. The report did not involve a patient use.

Manufacturer narrative:
The device was evaluated by medtronic ers. It was determined the device would not power on, due to failure of diode, cr24, on the device alonzo pcb assembly.